Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent a cystoscopy on (B)(6) 2008. It was reported that patient underwent laparoscopic cholecystectomy with intraoperative cholangiogram on (B)(6) 2009 due to acalculous cholecystitis. It was reported that the patient underwent a hysterectomy in (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 concurrently with cystoscopy, diagnostic laparotomy and mesh was implanted due to sui with urethral hypermobility. The patient experienced pain, urinary problems, fistulae, recurrence, bleeding, dyspareunia, and neuromuscular problems. (B)(4).